Event description:
It was reported that non-preloaded monofocal intraocular lens (iol) was fully inserted. One haptic kinked and appeared frayed. There was no patient injury. No incision enlargement, no unplanned sutures and no unplanned vitrectomy. The surgery was completed successfully using backup iol of same model and diopter in the same procedure. Lens is not available for return. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.